Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
For (2) non-cfn IV bags, MFR/model/lot unk, therapy date (B)(6) 2015. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a secondary infusion of penicillin 3 million units/50ml at 100ml/hr was intended to run over 30 minutes and instead completed in 20 minutes. The clinician in attendance noted that the secondary IV set and drip chamber appeared full and this is presumed to mean the primary IV set and drip chamber. There is no report of medical intervention or harm to the patient.